Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Upon inserting the steerable guide catheter (sgc), a clot was observed at the end of the dilator. While removing the dilator, aspiration was performed and the clot was stuck in the hemostatic valve. The clot was unable to be removed from the valve. Therefore, the sgc was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. Thrombus is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Upon inserting the steerable guide catheter (sgc), a clot was observed at the end of the dilator. While removing the dilator, aspiration was performed and the clot was stuck in the hemostatic valve. The clot was unable to be removed from the valve. Therefore, the sgc was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.